Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years two months of post deployment, the patient presented with abdominal pain. Around, three years and two months later, a computerized tomography-abdomen scan was performed which showed that inferior vena cava filter was located centrally and parallel to the inferior vena cava with no significant filter tilt. The apex of the filter was at the l2 vertebral body superior endplate, below the renal veins. Filter appeared intact. A total of 6 prongs had perforated through inferior vena cava and maximum distance prongs perforated through inferior vena cava 1.86 mm. Coronal images showed 1.79-degree tilt left to right. Sagittal images showed 2.30-degree tilt posterior to anterior. Diameter of inferior vena cava directly above filter 18.97 mm x 10.13 mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 05/2014 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.